Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the balloon during a hernia repair procedure, the valve of the trocar came off and fell into the patient. It was stated that the valve was retrieved. There was no patient injury.